Manufacturer narrative:
(B)(4). G2: foreign, event occurred in singapore. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor speeds were low and the device was out of calibration. The motor, reciprocating arm, spring seal, power switch, and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device needed annual calibration and maintenance. There was no patient involvement. Due diligence is complete. No additional information is available. Review of the most recent repair record found the motor speeds were low.